Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: manufacturing location: supplier ¿ (B)(4) / inspected, packaged and released by: monument. Release to warehouse date: 02-feb-2023 expiration date: 31-dec-2031 part number: 351.706s, 2.5mm reaming rod with ball tip/950mm - sterile lot number: 2851p63 (sterile) production order traveler met all inspection acceptance criteria. Inspection certificate, met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. Certifications of heat treat were reviewed and determined to be conforming. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of this product that would contribute to this complaint condition. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that 2.5 reaming rod ball tip/950-sterile had the tip broken. No other defect was found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 2.5 reaming rod ball tip/950-sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, two of the 2.5 ball tip 950mm ball tips were opened to be inserted into the patient. The surgeon/scrub tech bent the tip of the wire slightly with a pair of the pliers, which caused the ball tip to snap. After the first ball tip broke, they proceeded to open a second, which immediately had snapped while adding a very slight bend to the wire. There was a surgical delay of 5 minutes. The procedure was completed successfully. And there were no patient consequences. This is report 1 of 2 for (B)(4). This report is for (1) 2.5 reaming rod ball tip/950-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.